Manufacturer narrative:
The product investigation laboratory (pil) received a trilogy evo system flow sensor with the allegation of an error code e-155 in the event log indicating the machine flow sensor drift was above the specification (>0.2lpm). Pil installed the trilogy evo flow sensor on the trilogy evo test bed and ran therapy for approximately 1 hour and the flow sensor operates without issue, e-155 did not reoccur. Pil then tested the flow sensor on the pil trilogy evo multifunctional test station for flow verification and passed all testing. Pil concluded that the flow sensor operates as designed. The trilogy evo system flow sensor has been scrapped. The investigation findings did not uncover any details that would change or modify the risk of the device.

Event description:
The manufacturer received information alleging a trilogy evo ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's flow sensor was replaced to address the issue.